Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance measurements during a device changeout procedure. Therefore, the lead was capped and surgically abandoned. A new lead was implanted. No additional adverse patient effects were reported.